Event description:
Additional information reported indicated that the patient was reprogrammed and this action resolved the issue. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced stimulation in the wrong location (right calf and knee) starting after various surgeries that were unrelated to the implantable neurostimulator. This had been happening for six months or longer. The patient had not been mobile until recently. The patient had tried all four programs without success, and wanted help with reprogramming.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Accessory (recharger): model 37752, serial# (B)(4). Lead: model 3998, lot# j0527455v, implanted: (B)(6) 2005, explanted: na.

Manufacturer narrative:
Programmer model 37743 serial#, extension model 3708340 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 3708340 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, accessory model 37752 serial#, lead model 399930 lot# v182611 implanted: (B)(6) 2009 explanted: na.